Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the top of the reservoir area was broken and piece was missing from pump. The customer's blood glucose level was unknown. The customer reported that the reservoir was delicately staying in place. They also stated that one more snap of plastic piece and it wont work. The insulin pump made grinding noise during rewinds, the insulin pump rewound slower than when new, the insulin pump had given button error before and when low battery alarm warning comes the insulin pump died immediately. The insulin pump will not be returned for analysis.